Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg being too big. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced with a smaller option. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information received, the cause of the reported issue was determined not to be product related.